Event description:
The customer reported the error motion disabled will appear on the left monitor and the issue is intermittent. Also the image quality was impaired.

Manufacturer narrative:
The ge service rep checked the system and confirmed the issue with the motion disabled error on the left monitor. He checked the rui cable and found two pins pushed back into the connector. He replaced the asm, cable, rui-b' plane/mcu, 9800md. All c-arm and workstation controls functioning properly.